Event description:
It was reported that during the priming process, leakage was observed at the lure lock port at arterial side of the blood outlet. Another device of the same lot was used to continue the procedure. When the original device was examined, a crack in the lure lock port was confirmed. No pt injury was reported. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.